Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device history - please note, this DHR review is for sterilization procedure only: part: 04.168.280s; lot: l893651; manufacturing site: (B)(4); supplier: (B)(4); release to warehouse date: 22.may.2018; expiry date: 01.may.2028. Non-sterile 04.168.280 ((B)(4)) / l852011 was used. Manufacturing site: (B)(4). Release to warehouse date: 28.apr.2018. The device history record shows this lot of 48 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a patient underwent an open reduction internal fixation ( orif) for the right femoral neck fracture using with femoral neck system (fns). The patient was recovering steadily in the hospital and discharged three (3) weeks after the surgery. On (B)(6) 2019, the patient felt pain when trying to bend down to pick-up something and the hospital found the rotation of the femoral head. On (B)(6) 2019, bipolar hip arthroplasty surgery was performed and the implants were replaced. Procedure was completed successfully without surgical delay. The patient was under monitoring in the hospital. This complaint involves four (4) devices. This report is for one (1) bolt for femoral neck system 80mm length-sterile this report is 2 of 4 for (B)(4).